Event description:
It was reported that an unspecified number of bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes were popping out of the holder during collection. There was no reported patient impact.

Manufacturer narrative:
Investigation summary: bd had not received samples, but 1 photo and 1 video were provided for investigation. The photo was reviewed and the indicated failure mode for tube push off with the incident lot was not observed. The video was not able to be viewed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and 10 tubes were selected for functional testing. No issues were observed relating to tube push off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode tube push off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.